Event description:
Customer reported that the up arrow button on the insulin pump was unresponsive. Customer also mentioned getting the threshold suspend alarm on the insulin pump when his blood glucose readings are normal. Through troubleshooting, it was noted that the issue was with the settings. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to moisture damage on keypad traces. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip.